Event description:
It was reported that during a lap low anterior resection, a sound with air leak was heard for a few seconds after forceps was removed in about 1.5 hours. In 3 hours, the sound kept being heard till forceps was put into the device. At a time, air begun to leak from another trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. Additional information received: the operation was completed for 6 hours. Abdominal air pressure was 10 mmhg. Air leak did not cause of air pressure decrease, but the sound was very noisy.